Event description:
Treatment of an avm (arteriovenous malformation). During the onyx injection, it was reported that the echelon catheter seemed to be ruptured and that there was approximately 1cm of reflux. No patient injury was reported as a result of the procedure. Same event as MDR# 2029214-2013-00910.

Manufacturer narrative:
The device was returned for evaluation and it was found ruptured at 5.0cm from the distal tip due to over-pressurization resulting in pressures exceeding the limits of the catheter. The instruction for use included warnings: "excessive pressure may cause catheter rupture" and "use only micro catheters indicated for onyx such as marathon, rebar and ultraflow. Other micro catheters may not be compatible with dmso and their use can result in thromboembolic events due to catheter degradation." Catheter rupture. (B)(4).